Event description:
Continuous veno-venous hemofiltration (cvvh) filter alarmed low arterial pressure at 1240. Writer attempted to switch blue and red ports on mahurkar with arterial and venous lines on cvvh filter. Upon trying to take arterial side off of red port, arterial tip broke off into red port. Writer got sprayed in face with blood and walked into hallway to tell charge nurse. Writer immediately went to eye wash station and washed eyes approx. 15 min. Charge nurse took down cvvh tubing and notified nurse educator, who then contacted occupational health and noted cvvh filter number. A staff report was filed by writer and patient blood collected.